Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an intestinal resection, the jaws of the device were difficult to open and the blade would not retract smoothly. The device jaws had to be opened by manually forcing the handle open. No patient injury occurred or medical intervention required. Another device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report: 05/08/2016. One used ls1037 was received for evaluation, and examination of the returned device could not confirm the reported issue of difficulty opening. Visual inspection found no defects, and the device tested to open as well as close normally using the handle. However, factors were found that would contribute to the reported difficulty using the knife. The device did not cut simulated tissue within specifications, and further examination found the poor cut to be due to damage on the leading edge of the blade. The damage is consistent with using the blade to cut over hard objects such as clips or staples. The IFU for this product cautions users not to engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications.